Event description:
As reported, after device removal some sealant of a 5f mynxgrip vascular closure device (vcd) was hanging out. The sealant was deployed; however, it was additionally reported, ¿with the white tamp tube was not fully exposed after two minutes (advancer tube did not deploy)¿ clarification on this statement was requested however it was not received. The balloon was deflated and device removed with some sealant hanging out. The physician took a pair of hemostats and gently tamped it into the tissue track. Hemostasis was achieved by manual compression for four minutes with no problems or issues. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The device was properly prepped, and inserted into a 5f non-cordis working sheath in the right femoral artery. The device was entered into the white marker on mynxgrip was visible just outside the 5f non-cordis sheath, balloon inflated, device pulled back to arteriotomy, 5f non-cordis sheath arm opened to vessel, doctor shuttled down with the gray handle to a hard stop, pulled the 5f non-cordis sheath back to black handle of mynx and noticed the white tamp tube was not fully visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The patient was not thin. There was no shallow vessel depth. The physician is a trained user. The procedure was a peripheral diagnostic case with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after device removal some sealant of a 5f mynxgrip vascular closure device (vcd) was hanging out. The sealant was deployed; however, it was additionally reported, ¿with the white tamp tube was not fully exposed after two minutes (advancer tube did not deploy).¿ clarification on this statement was requested; however, it was not received. The balloon was deflated and the device was removed with some sealant hanging out. The physician took a pair of hemostats and gently tamped it into the tissue track. Hemostasis was achieved by manual compression for four minutes with no problems or issues. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The device was properly prepped and inserted into a 5f non-cordis working sheath in the right femoral artery. The device was entered until the white marker on mynxgrip was visible just outside the 5f non-cordis sheath, balloon inflated, device pulled back to arteriotomy, 5f non-cordis sheath arm opened to vessel, doctor shuttled down with the gray handle to a hard stop, pulled the 5f non-cordis sheath back to black handle of mynx and noticed the white tamp tube was not fully visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no presence of calcium in the vicinity of the puncture site. The patient was not thin. There was no shallow vessel depth. The physician is a trained user. The procedure was a peripheral diagnostic case with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device, and the stopcock was observed in the open position. The advancer tube was found deployed and the sealant sleeve was not in its original position. However, the sealant was not received for evaluation. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks. The distances were measured and noted to be within specification. Due to the absence of the sealant and the deployed state of the advancer tube, a complete functional analysis could not be performed. Therefore, a thorough investigation into the reported issue could not be conducted. Per microscopic analysis, the tamp locks were inspected for any damages that might have prevented the advancer tube from engaging with the proximal tamp lock during the procedure, and no damages were found. Additionally, a split was verified in the outer cartridge. The reported event of ¿sealant-sealant misdeployment-partial¿ could not be confirmed as the sealant was not received with the device and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors most likely contributed to issues experienced by the customer since there were no damages noted to the device. Since the device was received with the advancer tube deployed on the catheter, this indicates that an incomplete removal of the device occurred (mynxgrip catheter was not removed through the advancer tube), which may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Also, it was reported that ¿the white tamp tube was not fully exposed after two minutes (advancer tube did not deploy).¿ per the IFU during sealant deployment, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ if the shuttle and sheath were retracted after the two minutes, then the tamp down step with the advancer tube would not have been performed, and this could result in improper deployment of the sealant or even deployment issues with the advancer tube. However, as clarification on this information was not provided, it is not clear if this occurred during use, especially since the device was received with the advancer tube deployed on the catheter. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after device removal some sealant of a 5f mynxgrip vascular closure device (vcd) was hanging out. The sealant was deployed; however, with the white tamp tube was not fully exposed after two minutes (advancer tube did not deploy), the balloon was deflated and device removed with some sealant hanging out. The physician took a pair of hemostats and gently tamped it into the tissue track. Hemostasis was achieved by manual compression for four minutes with no problems or issues. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The device was properly prepped, and inserted into a 5f non-cordis working sheath in the right femoral artery. The device was entered into the white marker on mynxgrip was visible just outside the 5f non-cordis sheath, balloon inflated, device pulled back to arteriotomy, 5f non-cordis sheath arm opened to vessel, doctor shuttled down with the gray handle to a hard stop, pulled the 5f non-cordis sheath back to black handle of mynx and noticed the white tamp tube was not fully visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The patient was not thin. There was no shallow vessel depth. The physician is a trained user. The procedure was a peripheral diagnostic case with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.